Event description:
The scrub nurse, (B)(6), closed the safety cover on the blade (or thought so) after the radiologist made an incision, was going to use the scissors to cut the PICC line, and she reached over across her other arm to grab the scissors, and she poked her finger with the blade that was still sticking out. She mentioned that the first PICC she did that the blade closing seemed different.